Manufacturer narrative:
(B)(4). User facility medwatch report # (B)(4).

Event description:
Subsequent to filing the initial MDR, a user facility medwatch report was received stating: a male with exertional dyspnea and abnormal myocardial perfusion stress testing was admitted for coronary angiography with possible percutaneous transluminal coronary angiogplasty (ptca)/stenting in the cardiac cardiologist was called to perform ptca/stenting. Culprit lesion corresponded with the defect on perfusion stress testing. The lesion was severely calcified and the ptca was minimally successful. Upon removing the balloon, the distal balloon apparatus detached from the wire and remained lodged in the rca. Attempts to pass a second wire or a snare device were attempted, though not successful. The patient was transferred to cicu for close monitoring. The patient remained asymptomatic, had no chest pain, and was discharged home two days later.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310]. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. A 3.0x25mm nc trek rx balloon dilatation catheter (bdc) lumen was flushed and the protective sheath was removed without difficulty. The nc trek rx was then prepped per the instructions for use without issue. The nc trek rx was then advanced through a 6fr guideliner and to the lesion without resistance. The balloon was inflated and deflated once, successfully completing dilatation. During withdrawal of the nc trek rx, resistance was felt against the guideliner and, though no force was applied, the balloon separated from the shaft at the proximal balloon seal in the patient anatomy. The balloon was successfully snared. There were no adverse patient seqeulae and there was no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation at the guide wire exit notch was confirmed. The difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot reported for a shaft separation at the guide wire exit notch or difficulty removing the device from the guiding catheter. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guiding catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the abbott vascular returned goods lab received the 3.0x25mm nc trek rx balloon dilatation catheter with the separation located at the guide wire exit notch and not at the proximal balloon as initially reported. Additional information received confirmed that the correct complaint device was returned and that the separation occurred only at the guide wire exit notch; there was no separation at the proximal balloon seal. No additional information was provided.